Manufacturer narrative:
Batch review performed on 16-sep-2025. Lot. 2345870: (B)(4) items manufactured and released on 23-jan-2024. Expiration date: 2029-jan-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: few months after primary thr, a hip puncture motivated by reported pain reveals the presence of a bacterium, and a revision procedure for infection is carried out, replacing the acetabular component only, as the femoral stem appears stable and well fixed. The post-surgery culture reveals no agents responsible for chronic infection. In any case, the presence of the first bacterium was ascertained, so we must consider it responsible for the adverse event, in absence of contradicting data. No reason to suspect faulty devices at the origin of this adverse event. Conclusions: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. Furthermore, bacterial presence was confirmed few months after primary surgery, even if final culture did not real any chronic infection is possible that this could be a contributing factor to the mobilization. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
Patient underwent primary thr on (B)(6) 2024 for left hip osteoarthritis. Following the procedure, the patient complained of pain and difficulty moving. In (B)(6) 2025, given this clinical picture, a hip puncture was performed, revealing propionibacterium acnes. In (B)(6) patient was reoperated for suspect infection and probable related osteointegration failure. The patient underwent anterior revision surgery with a bikini-type incision, as in the first operation. Head, liner and cup revised. During revision, samples were taken and tested for infection but the result was negative. Therefore, the loss of osteointegration is likely related to factors different from infection.

Manufacturer narrative:
Visual investigation performed by r&d department: from the received components, there are no evident signs related to an implant failure: the parts appeared without breakages or deformations; in addition, there was an important presence of bone and fibrotic tissue in the macrostructures of the cup, normally realated to a good osseointegration with the bone. From the received information and devices, we cannot determine the root cause of the event. Device evaluation included: d9, h2, h3.